Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon bursted in three sections. The procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the balloon bursted during first inflation at less working pressure for few seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the cephalic vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, the balloon bursted in three sections. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.